Event description:
It was reported that the patient presented to the hospital for a schedule device changeout. During procedure, the right ventricular (rv) lead was unable to be removed from the pacemaker header. Despite the set screw fully removed and pacemaker header chipped, the rv lead remained stuck. The rv lead was capped and the pacemaker was explanted on (B)(6) 2025. The both were subsequently replaced. The patient was stable.

Manufacturer narrative:
The reported event of had to break the header apart and still could not remove the stuck lead was confirmed. Analysis revealed there was blood accumulation in the v-connector front port zones. The blood in these areas had a bonding effect between the inside areas of the front connector ports and lead seal rings the surfaces of the lead body. This prevented lead removal. The setscrew had no effect on lead removal since it had been untightened normally by the physician and the lead still could not be removed from the header. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.